Event description:
The patient's spouse reported that patient took the normal insulin at 7:30am and then at 12:30pm patient used the suspect device and obtained a result of 159mg/dl. Thirty minutes later patient was disoriented and paramedics were called. The emt's obtained a blood glucose value of 20mg/dl on their meter. The emt's treated patient with a glucose IV and oxygen. Patient was taken to the hospital and given another IV and food. Glucose control l1 belonging to the hospital was used on the system and the control was out of range. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.